Event description:
Customer reports to have received an unexpected restart alarm, spanish software anomaly, and signal too low alarm. Customer's blood glucose was 53 mg/dl and was treated with glucose tab. Customer reports of being off of insulin therapy and is restarting insulin therapy which is the reason insulin pump was not in use; pump was stored without batteries. Troubleshooting was performed and insulin pump passed self test. Customer was advised if alarm occurred twice, then insulin pump would need to be replaced, but alarm occurred once. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)